Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: flooding in the imaging of the main unit. Camera cable is flooded. Discoloration at the video connector and electrical contacts. The main unit is cracked. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the following led to the malfunction: the internal charge-coupled device may have failed due to flooding of the main unit's image capture and camera cable. Therefore, it was likely that normal communication was not possible, leading to the occurrence of the image defects. There was no occurrence of watertight defects, and the information obtained from the complaint and the results of the investigation did not lead to the identification of the cause of the occurrence of the flooding. The information obtained from the complaint and the results of the investigation did not lead to the identification of the cause of the discoloration at the electrical contact point of the video connector. The definitive root cause of the issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor image quality. There were no reports of patient harm associated with the event.